Event description:
The target lesion was the proximal rca with mild tortuosity, no calcification, and 99% stenosis. Thrombus was suctioned with another company's suctioning device and another company's balloon catheter was dilated two times at 10 atm. The vision stent was then implanted at 14 atm for 30 seconds. After implanting the stent the thrombus was again suctioned and the procedure was complete. After five hours, a change in pt status was detected by the ECG (electrocardiogram) and emergency surgery was performed. Subactute thrombus (sat) was confirmed and another company's device was used to dilate and treat the lesion. After six hours, the same phenomenon occured, so the pt was transferred to another hosp and the procedure was performed. There was no reported device problem. No additional info was available.